Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual and functional inspections were performed. The cannula cap was detached from the cannula tabs and missing. It is possible that the cannula cap detached due to excessive forces applied to the device during use. The device was disassembled and no damages were found on the internal components.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the tip of the device popped off outside the patient. The tip was recovered. The procedure was completed with another like device with no adverse patient consequences.